Manufacturer narrative:
Response to device evaluated by MFR device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the four false negative results. See related cases for alternate false negative results. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 20585h, reader sn (B)(4). On (B)(6) 2022, customer had a sars-cov-2 pcr test performed and received the result on (B)(6) 2022. Customer did not provide the result of the pcr test. Customer experiencing symptoms (headache, sore throat, muscle pain, cough and low fever) and had no known exposure. Cartridges were stored within the validated temperature range.